Manufacturer narrative:
(B)(4). (B)(4) - surgical intervention. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced erosion into the urethra and underwent mesh excision via laser using cystoscopy. The patient will need ongoing recurrent stress urinary incontinence treatment. Additional information will be requested.